Manufacturer narrative:
H11: additional manufacturer narrative: the device was not returned for evaluation, as it remains implanted. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a patient with a 27mm 11500a aortic valve, implanted in the pulmonic position, has been placed under consideration for a valve-in-valve procedure after an implant duration of two (2) years and seven (7) months due to severe regurgitation and mild stenosis. The patient presented with shortness of breath, chest pressure and fatigue. No treatment plans at this time.

Manufacturer narrative:
H11: additional manufacturer narrative: updated: b4, b5, g3, g6, h2. H11: corrected data based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted.

Event description:
It was reported that a patient with a 27mm 11500a aortic valve, implanted in the pulmonic position, has severe regurgitation and mild stenosis after an implant duration of two (2) years and seven (7) months. The patient presented with shortness of breath, chest pressure and fatigue. Ice imaging demonstrated some level of regurgitation, but physician deemed not significant enough to intervene. Currently, there is no indication for intervention. Upon a recent workup, a cardiac MRI revealed severe pulmonary regurgitation with mild stenosis, leading to right ventricular enlargement and dysfunction. Additional findings included moderate tricuspid regurgitation and aortic insufficiency. An echo revealed mild lv dysfunction due to vsd repair with diastolic dysfunction. In 2022, the patient underwent a pvr and pulmonary artery reconstruction using two bovine pericardial patches due to severe pulmonic incompetence with a dilated right ventricle. The patient had presented to the hospital with a degenerative bioprosthetic pulmonary valve. Per echo review, there is enlargement of both the ra and la, with normal lv size and function, though the interventricular septum shows signs of rv pressure overload. The rv is mildly enlarged and hypertrophied, with an estimated rv systolic pressure of 51 mmhg indicating pulmonary hypertension, but its overall systolic function remains normal. The aortic root and proximal ascending aorta are enlarged, and there is a trace amount of pericardial effusion. Hemodynamic measurements show a mean gradient of 5 mmhg, and a peak gradient of 10 mmhg. The tte images do not show evidence of pr using either color-flow doppler or spectral doppler of the rv outflow tract. However, severe pr might be detected by other imaging techniques like MRI.